Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer states every time he tries to give himself a bolus he is getting an insulin flow block alarm. The customer's blood glucose was 187 mg/dl at the time of the incident. The insulin pump alarmed with a "no reservoir detected" alarm. The customer has a plunger available. The customer was advised while troubleshooting to remain disconnected and push the insulin slowly through the tubing. The customer reports insulin did not exit and there is greater than normal resistance with plunger push. The no delivery alarm was not resolved by changing reservoir. The reservoir will be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
Findings: evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir & connector into a insulin pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.